Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm. Customer's blood glucose level was 73 mg/dl. Customer does not exhibit symptoms of low blood glucose levels. Customer's pump thinks that her blood glucose level was 67 mg/dl and then it went down to 65 mg/dl. It was explained that the pump will still say threshold suspend as she is at 73 mg/dl right now. Customer will need to keep suspending the pump. No additional information provided.